Event description:
Info received indicates the head section is drifting down on the bed.

Manufacturer narrative:
The tech found metal debris in the down solenoid valve. He removed the metal debris from the head down valve to repair the bed.